Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's wife reported the patient was hospitalized for hyperglycemia while using the infusion device. Caller stated that the patient received a blood glucose result of hi mg/dl and was experiencing elevated blood glucose symptoms of vomiting and exhaustion. Caller reported that the customer had high blood glucose levels due to the infusion device showing that he consistently had 120 units left, but no insulin was actually in the cartridge. The customer kept giving himself a bolus to combat his high blood glucose levels, but he was not getting any insulin due to the cartridge being empty. The wife transported the customer to the hospital. At the hospital the customer received a blood glucose result of 881 mg/dl and was diagnosed with ketoacidosis. Customer was hospitalized on tuesday (B)(6) at around 5 to 6 pm. He had a heart attack that night and his kidney function was deteriorating by wednesday, (B)(6), due high blood sugar levels. The hospital treated the customer for high blood glucose, but the type of treatment he received was not provided. The customer was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.